Event description:
Surgeon performed a rotator cuff repair in 2001. He used a mitek cufftack anchors from two different lots (lot 0108033 & lot 0108072). 7-months post-op the pt noted clicking in the shoulder. A second procedure was performed and a portion of one of the anchors was found to have broken off. The surgeon removed the broken fragments. The cuff wasn't healed down so he put in another fixation device to finish the repair. It is not known which of the two lots the broken anchor was from.